Event description:
A device report from (B)(6) indicates a clinic, (B)(6) reported: patient status post veptr implantation for correction of spinal deformity on (B)(6) 2008 had corrections performed in 2009. Patient experienced a fall which caused instability of the instrumentation and the instrumentation was corrected on (B)(6) 2010. On (B)(6) 2011 the 90 degrees ti s-hook/right was discovered broken. Patient was revised and broken part was replaced.

Manufacturer narrative:
This information was not provided during the initial report. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.